Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp was inserted, and on the next day, bloody material was found in the airway of the balloon counterpulsation catheter, which was highly suspicious of blood leakage from the balloon injury, and the balloon catheter was removed and replaced, and the patient's vital signs are still stable at present." The second catheter was inserted via the same insertion site. No patient injury or consequence reported. Patients current condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "bloody material was found in the airway of the balloon" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "iabp was inserted, and on the next day, bloody material was found in the airway of the balloon counterpulsation catheter, which was highly suspicious of blood leakage from the balloon injury, and the balloon catheter was removed and replaced, and the patient's vital signs are still stable at present." The second catheter was inserted via the same insertion site. No patient injury or consequence reported. Patients current condition reported as "fine".